Event description:
It was reported patient dropped o2 sat and arrested after femoral nail was implanted and locked. Doctor was closing the wound. The hemiarthroplasty was done first, then the femoral rod. Patient died, possible pulmonary embolism.